Event description:
Upon catheterizing pt, catheter became kink in artery. Cardiologist inserted wire to remove catheter. Catheter became stuck in artery. During removal, catheter broke inside artery approx 1/2 of catheter remained inside of artery. Vascular surgeon called to assist cardiologist in removal.